Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering tested unit and experienced incomplete clip closure similar to the customer's experience. The unit was disassembled, there was excessive interference between internal components. Engineering also noted one of the tabs on the advancer was bent that interacts with the feeder. Engineering determined the customer's experience was due to the oversized closure member which created excessive friction leading to improper clip loading and incomplete clip closure. The bent internal component contributed to the customer's experience, "several clip jumped out of the instrument during the loading," causing the clips to spit. Lastly, the customer's experience of difficulty actuating the loading mechanism was due to excessive shaft friction, caused by the oversized closure member and interference between the internal components. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is researching device enhancements which are intended to minimize the potential for this type of interference. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "the customer took a structure with the branches and fired the clip, but the clip fell out of the branches backwards and it could not be pressed together. Several clips did not close well and the corner of the clip looked like it is open so the clip slid on the tissue. Several clips jumped out of the instrument during the loading, all clips could be retrieved. The customer complained that the loading mechanism is not easy enough". Pt status- "ok".